Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported via sus voluntary report mw5162096, left side rupture, "silicone went into lymph nodes", "left side lymph nodes filled with silicone all the way down to the abdomen/pelvis to the iliac lymph nodes". "Had to have mris and biopsies to be sure it isn't cancer but silicone". Also reported "lymph nodes have a focal intense fdg uptake" which is not related to the device. Device has been explanted.